Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply worked intermittently. They swapped cables and finally completed with another device. The cables were not defective. There was no delay. No patient effects.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #: (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.